Manufacturer narrative:
The device was not returned for evaluation but the pictures were reviewed, and the broken device was confirmed. The clinical/medical investigation concluded that, a revision was performed approximately 10 years post implantation due to insert breakage. It was communicated that the requested documentation was not available. The provided photos of an explanted insert with a broken post were reviewed and support the complaint; however, the images do not provide insight into the root cause of the event. Without the requested documentation/the root cause of the reported broken insert cannot be definitively concluded. The patient impact beyond the reported broken insert and subsequent revision could not be further assessed and the patient current status remains unknown. No further medical assessment can be rendered at this time. A review of complaint history of the previous 12 months revealed similar events for the listed device, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A review of the instructions for use for this device revealed that fracture of implants has been identified in possible adverse effects as a result of duration of service. A visual inspection of the images provided confirmed that the device is broken. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes for this event could include but not limited to traumatic injury or surgical technique. The contribution of the device to the reported event could be corroborated since the device broke, it could no longer performed as intended. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that after a tka performed about 10 years ago, the gii ps hi flex isrt sz 5-6 11 broke. A revision surgery was performed on (B)(6) 2022 to swap out the device. Patient's outcome is unknown.

Manufacturer narrative:
Internal complaint reference: (B)(4).